Manufacturer narrative:
The reported malfunction was observed during review of the device history logs. However,the device was put through extensive testing including stress testing, bench handling, defib cycling and full functionality testing without duplicating the report. The processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.